Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of air in line during a check your position alarm. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver and the caregiver stated there was some fluid noticed on the cassette but nothing that would have caused the alarm. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the problem was not confirmed and the cause was undetermined. The lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.